Event description:
This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), musculoskeletal pain ("musculoskeletal pain"), asthenia ("asthenia") and ear, nose and throat disorder ("otorhinolaryngology disturbances"). The patient was treated with hysterectomy. Essure was removed. At the time of the report, the pelvic pain, musculoskeletal pain, asthenia and ear, nose and throat disorder outcome was unknown. The reporter provided no causality assessment for asthenia, ear, nose and throat disorder, musculoskeletal pain and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), musculoskeletal pain ("musculoskeletal pain"), asthenia ("asthenia") and ear, nose and throat disorder ("otorhinolaryngology disturbances"). The patient was treated with hysterectomy. Essure was removed. At the time of the report, the pelvic pain, musculoskeletal pain, asthenia and ear, nose and throat disorder outcome was unknown. The reporter provided no causality assessment for asthenia, ear, nose and throat disorder, musculoskeletal pain and pelvic pain with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.